Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported unspecified low scan results on the adc device in comparison to unspecified glucose reading on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer did not experience any symptoms and was able to self-treat with some food, but the adc device remained inaccurately low. The customer then self-administered insulin (unspecified type/dose) that was provided by a non-healthcare professional as treatment. There was no report of death or permanent impairment associated with this event.